Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the atrial lead exhibited noise episodes. Further visual examination, insulation damage was observed. The lead was capped and replaced on (B)(6) 2026. The patient remained in stable condition.